Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device as a bridge to heart transplant. On (B)(6) 2018, it was reported that power elevations occurred and the patient''s lactate dehydrogenase (ldh) level had increased to 656 u/l. The patient''s ldh stabilized in the 800 u/l range. The patient was listed for heart transplant. No further information was provided at the time of this report.

Manufacturer narrative:
The device was not explanted and was not available for evaluation. Analysis of the log file provided by the account confirmed intermittent elevations in pump power; however, a specific cause for this finding could not be conclusively determined. Additionally, a direct correlation between heartmate ii lvas and the report of elevated lactic acid dehydrogenase (ldh) levels could not conclusively be established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and notes that pi events can occur due to sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This document also outlines the recommended anticoagulation therapy and inr range. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.